Manufacturer narrative:
No further information is available on the devices at this time. Of the two power cords, one was discarded by the customer and attempts are being made to retrieve the other. Hillrom will submit a final report with investigation conclusion.

Event description:
Customer reported that two power cords caught fire. There was no injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported that two power cords caught fire. There was no injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The pwcd-b is the connex vsm 6000 north american power cord. The power cord was returned for to hillrom where the hrc technician found the that the power supply caught on fire due to the short caused by the liquid from the cleaning wipes. A new power cord was sent out to the customer. Although the reported event did not result in a serious injury, the report of a fire of the device's power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.